Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue was resolved without sequelae on (B)(6) 2025.

Event description:
It was reported there was lead migration and increased in pain. On (B)(6) 2025, patient called the clinic to report she is having pain flare in left arm, this is a pain she was having before and feels it is unrelated to surgical pain. On (B)(6) 2025 visit , patient reported increased in pain without relief, stated that she had great relief with the trial but since implant the relief has not been optima. She also feel like symptoms are the same. Neck to shoulder and down arm pain and that scs is on and recently reprogrammed. Feels stimulation to area of pain. Reports one lead to right side planning lead revision with hcp in the future date.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.